Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer stated that he was skiing prior to the alarm. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.